Event description:
It was reported the coil prematurely detached during delivery. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.